Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), serial# (B)(4), product type: programmer.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that about 2 days ago it stop ped sending a tingle down their leg so they went to use their patient programmer (pp) to adjust the stimulation. The pp does not work anymore which was clarified to mean that they are getting poor communication. There was a poor communication screen on the pp. The patient is able to communicate with their recharger. The patient uses their antenna so they confirmed that it was secure and synced with the ins but it did not resolve the issue. They unplugged the antenna and placed the pp directly over the ins on their skin and synced but it did not resolve the issue. The patient was transferred to repair and sent a replacement patient programmer. No further complications were reported/are anticipated.